Manufacturer narrative:
(B)(4). Date sent: 6/23/2206. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. Additional information was requested and the following was obtained the sales rep and internal rapid response call: the surgeons affected by these issues were trained years ago. After there was a noticeable increase in patient complications, the hospital reviewed this situation and indicated that all the causes seemed to point to the use of the glc, even though some of the patients had received chemotherapy. They also indicated that they did not like how more force was needed to fire the glcs than the tlcs. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk colorectal procedure, intraoperative bleeding on staple line occurred requiring intervention. The affected patient was re-operated on.